Manufacturer narrative:
Argus case (B)(4).

Event description:
I've actually choked on 1 of the bristles as it got stuck in my throat. [Foreign body in throat]. I've actually choked on 1 of the bristles as it got stuck in my throat. [Choking sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received gsk toothbrush (sensodyne true white toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne true white toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne true white toothbrush, the patient experienced foreign body in throat (serious criteria gsk medically significant), choking sensation and product complaint. The action taken with sensodyne true white toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat, choking sensation and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and choking sensation to be related to sensodyne true white toothbrush. Additional details: consumer purchased 3 sensodyne true white' toothpaste and upon used them noticed that the bristles of the toothbrush end up came loose and in consumer mouth while consumer brush. Here was the purchase link. It happened once early on when used the first of the 3 toothbrushes and then happened again a few day later. Consumer then opened the second one though it might had been just a faulty brush but then the second one consumer used was even worse. Consumer had actually choked on 1 of the bristles as it got stuck in consumer throat so consumer simply could not use it any more.